Event description:
The customer returned the product for the syringe barrel clamp was not detecting the syringe in the pump during device evaluation, the barrel clamp was found to be broken, and the event log history showed many errors of "invalid syringe size alarms". There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous service repairs in the last 12 months. Review of the event history log (ehl) found many invalid syringe size alarms from alarm history. The customer problem was verified by visual inspection as barrel clamp broken.